Event description:
Two months after the primary surgery, the patient returned due to pain. The surgeon discovered that the acetabular cup had spun and become vertical. A multi-hole cup was implanted with two 25 mm screws, and the head and liner were revised. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 01 december 2025. Cup: mpact 01.32.154dht acetabular shell d 54 two-holes t (k230011). Lot. 2505208: (B)(4) items manufactured and released on 07 may 2025. Expiration date: 22 april 2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation, a few weeks after the primary cementless tha, the acetabular cup tilted and required replacement with a model equipped with bone screws. The cause of this event is most likely related to insufficient primary stability, possibly due to inadequate press-fit or poor bone quality. Another possible explanation is an accidental, quasi-traumatic event (not reported), potentially occurring during rehabilitation, which may have subjected the implant-bone interface to excessive early forces before secondary fixation could take place. There is no indication to suspect a faulty implant. Root cause: although the root cause cannot be definitively confirmed, the tilting of the acetabular cup was likely related to insufficient primary stability and, consequently, to low resistance to forces acting during the early postoperative stages.